Event description:
Additional information received from the on 2016-jun-20 stated that the patient is going to see their healthcare provider (hcp) about the device not on 2016-jun-24. The patient further indicated that they don't drink any caffeine any more as it still doesn't seem to help, and that they had a fall which led to the device not helping anymore. The device not working still hasn't been resolved and the bladder infection was resolved as stated before through 4 days hospitalization, lots of shots, and a variety of medication.

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported their device had ¿not worked¿ for about a year. It was stated that it had not been helping since 2015. In (B)(6) 2016, the patient had a bladder infection and was in the hospital for 4 days. The patient¿s fever was over 106 °f. It was noted the patient had the device reprogrammed in (B)(6) and it was ¿worse now than before.¿ as of (B)(6) 2016, the bladder infection had been resolved. Including the hospital stay, the patient took medicine, rested, and took steps with their diet to resolve the bladder infection. In addition, the device was described as ¿no good¿ and the patient was still wearing diapers. It was also noted that ¿still at times, it runs down my legs.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.